Event description:
A customer contacted beckman coulter inc. (Bec) reporting three erroneous results (one each on hybritech psa, ferritin and enhanced cea) on three patients generated by their access 2 immunoassay system. No erroneous results were reported outside the laboratory. There was no affect to patients with regard to this event. The results provided by the customer are shown in the attachment.

Manufacturer narrative:
Samples are collected in serum separator tubes and centrifuged for 10 minutes at approximately 3,000 rpm. Per customer, qc was within the laboratory's established limits before the event. All system check parameters for system check data provided from (B)(4) 2012 were passing within specifications. No other hybritech psa, ferritin or enhanced cea results are in question and no other assays are in question. A field service engineer (fse) was dispatched on-site and was able to replicate the sample carousel motion error that the customer was experiencing. Fse replaced the sample carousel home and index optical sensors and verified instrument as operating to published performance specifications. The likely cause for this event is sample mispositioning due to a hardware malfunction; specifically, an intermittent failure of the sample carousel home and/or index optical sensor.